Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient has not recharged the device in two years. In turn, the ipg was explanted and replaced to address the issue.